Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing, a whitescreen error was not found during testing in the device history. This report represents all the info known by the reporter upon query by hospira personnel.